Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a button error alarm. The customer's blood glucose was 228 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and missing the end cap sticker.